Event description:
User received discrepant results for 4 to 5 patient samples. Sample 1 was initially run in 2008 and repeated the next day: total protein initial result was 5.4 g/dl, repeat 7.0 g/dl, calcium initial result was 7.2 mg/dl, repeat 8.7 mg/dl, albumin initial result was 3.4 g/dl, repeat 4.4 g/dl. The initial results for this sample were reported. The physician questioned the results and the patient was sent to the hospital for additional testing. No information was provided to determine if the patient was admitted to the hospital or treatment was provided. Samples 2 and 3 were initially run the same day and repeated the following day. Sample 2: urine creatinine initial 2.5 mg/dl, repeat 54.0 mg/dl. Sample 3 urine creatinine initial 1.5 mg/dl, repeat 89.0 mg/dl. The initial results for samples 2 and 3 were reported, the physician questioned the results. User does not know if the patients were adversely affected. Sample 4 was initially tested eight days later, and repeated the same day. Sample 4: glucose initial result was 57 mg/dl repeat 94 mg/dl, co2 initial result was 19 mmol/l repeated twice as 18 mol/l and 31 mmol/l, calcium initial result was 5.7 mg/dl repeated twice as 6.1 mg/dl and 9.8 mg/dl, total protein initial result was 4.4 g/dl repeat 7.4 g/dl, albumin initial result was 2.7 g/dl repeat 4.4 g/dl, alt initial result was 11 iu/l repeat 44 iu/l. Initial results for sample 4 were not reported. It was noted one other patient had similar low recovery the same day, but these were not reported. No specific data or information was provided regarding this patient. The field service representative suspects the cause to be frozen samples. Sample were believed to have been frozen, thawed, and not mixed. Investigation revealed that the same samples also had low results on an additional analyzer, which leads to conclusion that issue is with the samples. Performance tests were performed on the analyzer to verify the analyzer is working correctly.